Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon burst. Per email received from the ibc representative on (B)(6) 2019, there were no pieces missing from the balloon.

Event description:
It was reported that the balloon burst. Per email received from the ibc representative on 31-jul-19, there were no pieces missing from the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a sac burst along the lumen. No pieces of the sac were missing. The burst location was observed along the inflation eye and observed unknown cause that could cause the burst balloon. How and when problem occurred could not determined and could not be classified as a manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.